Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual inspection of the device case and header found no anomalies. There were no suspicious fault codes or resets. The power level gradually increasing over time fits characteristic of leaky capacitors due to high hydrogen. Coulomb count shows high current drain in the v230 supply. Previous analysis and testing have shown with high hydrogen present, one or both v220 capacitors goes leaky.

Event description:
It was reported that this pacemaker was received by post market quality assurance without a known reason for explant. No adverse patient effects were reported.